Event description:
It was reported that, approximately one day post implant, the right atrial (ra) lead was discovered to have dislodged during interrogation and after chest x-ray. The ra lead was revised two days later and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.